Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved on the anterior, yellow particles in the shell and crease flat. Leak test and microscopic analysis was performed which identified: one opening sharp on the posterior, non-penetrating nick and two openings striated on the anterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings due to surgical damage consist in the use of some surgical tool; one sharp opening on the posterior due to an unidentified (tear) opening.